Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is in constant reboot and will not stop, the application will not load. No patient harm was reported. Nihon kohden technician had the bme take out the corrupt drive in port 1 and insert the back up drive in its place which resolved the issue at the time. The bme returned the cns under a different notification number (B)(4). The bme reports that they ended up purchasing and replacing this cns. Nihon kohden quality control person received, cleaned and decontaminated the device. Q.c. Confirmed the reported issue, the device does not boot up and has no displays. Unit is unable to be repaired since the mother board has been discontinued. Customer was advised to replace the unit, which they have done.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is in constant reboot and will not stop, the application will not load. No patient harm was reported. Nihon kohden technician had the bme take out the corrupt drive in port 1 and insert the back up drive in its place which resolved the issue at the time. The bme returned the cns under a different notification number (B)(4). The bme reports that they ended up purchasing and replacing this cns.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is in constant reboot and will not stop, the application will not load. No patient harm was reported. Nihon kohden technician had the bme take out the corrupt drive in port 1 and insert the back up drive in its place which resolved the issue at the time. The bme returned the cns under a different notification number 300279128. The bme reports that they ended up purchasing and replacing this cns.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is in constant reboot and will not stop, the application will not load. No patient harm was reported. Nihon kohden technician had the bme take out the corrupt drive in port 1 and insert the back up drive in its place which resolved the issue at the time. The bme returned the cns under a different notification number 300279128. The bme reports that they ended up purchasing and replacing this cns. Nihon kohden quality control person received, cleaned and decontaminated the device. Q.c. Confirmed the reported issue, the device does not boot up and has no displays. Unit is unable to be repaired since the mother board has been discontinued. Customer was advised to replace the unit, which they have done. Investigation summary: customer reported that the cns is in constant reboot and have issues loading the cns application. The complaint device was evaluated by nk repair center, and it was identified that the harddrives, and mother board of the device needs to be replaced. The device has been in service since (B)(6)2016. A review of the history of the serial number identified no similar event. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power surges/interruptions and wear and tear. No corrective action or preventative action required since this issue was due to the age of the harddrives in the device. The cns monitors both bedside and wireless telemetry transmitter devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry tranmistters display compressed waveform and numeric data of the last 10 minutes. Patient monitoring is not interrupted on these devices. As such the severity of this event is moderate. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration date d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. Reply was received but customer was not able to provide the requested information in sections a2-a6, b6 & b7, d10, customer did state that they have replaced the cns. Manufacturer narrative: b4: date of this report. G3: date received by manufacturer g6: type of report h2: if follow-up, what type? H10: additional narrative/data